Event description:
The patient experienced a lack of therapeutic effect and had his device replaced. The patient programmer was replaced and the device was reprogrammed successfully. The patient had no further problems with the system.

Manufacturer narrative:
(B) (4).